Event description:
It was reported that a clearlink buretrol solution set cracked. This was observed during patient infusion. No leak was reported. There was no report of patient injury or medical intervention in association with this event. Additional information was requested and is not available. This medical device report is report 1 of 3.

Manufacturer narrative:
(B)(4). The sample was returned and is in the process of being evaluated. Visual inspection identified that the burette was cracked. The initial investigation confirmed the reported condition. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted. Should additional relevant information become available, a supplemental report will be submitted. This is the same report as (B)(4).

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The cause was unable to be determined. Should additional relevant information become available, a supplemental report will be submitted.